Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a battery calculation found the pacemaker did not meet minimum expected longevity. It was noted that the device declared elective replacement time (ert) when in dual chamber pacing and sensing mode. Further review found the atrial chamber was sensing at 98 percent of the time. Review of the sensed rates noted high prolonged atrial rates. Chronic high atrial rates reduce longevity in devices that are programmed to dual chamber pacing and sensing mode with atrial sensing on as device power consumption increases proportional to the additional process for sensed atrial events.

Event description:
Boston scientific received information that this pacemaker was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to testing performed by our post market quality assurance laboratory which noted a possible performance issue.